Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 540mg/dl. The customer indicated that they went to the emergency room due to high blood glucose and administered a bolus which is not bringing down their blood glucose. Customer is being treated with an IV drip. Customer indicated that they will call back later to troubleshoot as they are not at home at the time of the call.